Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for end stage renal disease (esrd). Pd therapy was ongoing. The patient was reported to have been using extraneal and experienced bacterial peritonitis, which did not require hospitalization. Remedial treatment consisted of unspecified antibiotics. The reporter reported the cause of the peritonitis as other poor aseptic technique. The patient recovered from this peritonitis event. This is one of several reported from the same reporter.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.